Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique via a 16f sheath hole prior to a transcatheter aortic valve implantation (tavi) and an endovascular aneurysm repair (evar) interventional procedure. Reportedly, during step 4 of the prostyle procedure, the foot of the device could not close (unable to go down) and therefore the device was unable to be removed. It was decided to pull roughly with a lot of force, however, the prostyle broke and the shaft (black plastic sheath) became stuck in the artery. A surgical intervention (cut-down) was performed to remove the separated shaft and complete hemostasis. A clinically significant delay in the procedure or therapy was reported. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique via a 16f sheath hole prior to a transcatheter aortic valve implantation (tavi) and an endovascular aneurysm repair (evar) interventional procedures. Reportedly, during step 4 of the prostyle procedure, the foot of the device could not close (unable to go down) and therefore the device was unable to be removed. It was decided to pull roughly with a lot of force, however, the prostyle broke and the shaft (black plastic sheath) became stuck in the artery. A surgical intervention (cut-down) was performed to remove the separated shaft and complete hemostasis. A clinically significant delay in the procedure or therapy was reported. Subsequent to the initially filed MDR and israel reports, the account confirmed additional information: it was confirmed that the guide was half separated and the separated portion was discarded. Additionally, the account confirmed all separated portions of the device were removed surgically from the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation of the guide was confirmed. The material separation of the sheath was not confirmed. The difficult to open or close and the entrapment of device is related to the procedure conditions and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the device was removed from the patient with a lot of force. It should be noted that the electronic perclose prostyle instructions for use (eifu) state: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The cause of the reported difficulties and the subsequent treatment appears to be related to procedure circumstance. Based on the information provided, it is likely that the guide broke during insertion due to the anatomy and or the calcification. The break would change the angle/position of the foot inducing the dual cuff miss noted in the returned device analysis. Full break may have occurred during needle deployment. In this condition the foot will not retract and cause the reported entrapment. Full separation of the guide/sheath likely occurred when force was used to remove as reported. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na